Event description:
As reported by the user facility: multiple and consistent air in line alarms throughout shift on lines running high dose norepinephrine, vasopressin, epinephrine, fentanyl, normal saline. Actual air in line present and having to be primed through or tapped out. Back up lines in place and being used but also developing air in line themselves. Due to patient's unstable condition and absolute reliance on these medications, requiring nurse at bedside at all times to troubleshoot alarms. Impact to patient: emotional distress, interruptions to clinical care due to time required to resolve alarms, vital signs compromised. Action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air. Medication / fluid norepinephrine. IV rate 0.65 mcg/kg/min.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.